Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for bowel dysfunction and gas trointestinal/pelvic floor who reported that the patient had some accidents the last couple of days and that they had a return of their target symptoms. Additionally, the patient indicated that they lost their patient programmer (pp) before leaving the hospital after implant so they did not have access to other programs. Later in the call however the patient indicated that they did have access to their pp and so the patient was assisted with confirming stimulation was on and increasing stimulation from 1.5 to 1.7 where the patient confirmed they were now feeling comfortable stimulation in the target area. The patient was advised that it can take time for the body to adjust to changes in therapy and to follow-up with their healthcare provider (hcp) if their symptoms did not resolve. The change in therapy described by the patient was sudden in nature in that the patient specified a date which their symptoms began. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
Due to indrf harmonization, any previously submitted device, method, result, and conclusions codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient that they never experienced therapeutic effect. They talked to someone at the manufacturer about adjusting their program and it was determined that they did not have access to the programs. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient's sudden change in therapy, incontinence, an symptom return had been resolved. The patient stated that their device was changed from 7 to 5. There were no symptoms or complications reported or anticipated.